Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure to treat an ankle fracture on (B)(6) 2019, the drill sleeve was broken, and the remaining part was stuck in an unknown plate, causing the plate to be obsolete. A new plate was used for the surgery. There was another device to complete the procedure. There were fragments generated from the broken device no medical intervention was needed. Procedure was successfully completed with a five (5) minute delay. Patient status is unknown. This report is for an unknown plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition for unable to disassemble was confirmed as the image provided a broken portion of the drill sleeve is embedded in the last hole of the plate. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the supplied image(s). No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.